Event description:
Trached patient in isolation room on bipap vision machine. Bipap became disconnected. Machine alarmed, however, due to no external alarms, internal alarm not heard by staff. Pt coded "tsf" micu; anoxic.